Event description:
A serum specimen for creatine kinase (ck) was received in 2009 in the morning. The initial analysis on the vista resulted in a ck valve higher than the linearity of the assay on the instrument. The specimen was diluted times 5 and programmed on the vista for the repeat. Because of the high ck value, the laboratory information system (lis) automatically ordered a ckmb (fractionated ck) on the specimen. At the same time, a basic metabolic panel (bmp) consisting of eight tests- sodium, potassium, chloride co2, bun, creatinine, glucose, and calcium, was added on to the same sample through the lis. Only the ck was diluted, the ckmb and bmp were run undiluted. When the testing was complete, the dilution factor was erroneously applied to all results by either the vista software, or the middleware software, easylink. The ckmb was 200 but reported as 1000. All of the bmp results were in the lis at 5x higher than the actual values. Safeguards built into the lis prevented the results from crossing the interface into the clinical care system and required technologist review. The technologist recognized the absurd values and repeated all of the tests. The ckmb crossed to ccs. When the error was discovered, the nursing unit was called with the corrected result. The electrolytes (sodium, potassium, chloride) co2 and calcium, were calculated to impossible values and were easily recognized as errors. The concern is that the bun, creatinine and glucose were physiologically possible and could have been released to clinical staff is the electrolytes were not on the same report. The incorrect ckmb did cross automatically but is not a critical analyte and was corrected within minutes of being released. We were able to reproduce this scenario using a dummy patient and exactly the same tests and dilution. The incident was reported to siemens technical support and the technologist was told that this was a known problem and did not know when the software would be occurred? We have two vista analyzers physically connected to an automated line. Streamlab, that communicate to each other via middleware called easylink. We are using streamlab software version, vista software version, and easylink software version. It is important to note that while the diluted specimen was programmed by the technologist and loaded in the instrument manually, the added tests were loaded on the automated line by streamlab and delivered to the other vista. Also, the ck was diluted x5, but we do make lower dilutions (x2, x3) on occasion, which could give physiologically possible electrolyte (or other critical analyte) results in this scenario that could be automatically released to the patient record.